Event description:
On (B) (6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was admitted to a hospital on or about (B) (6) 2007, through (B) (6) 2007. Upon info and belief, while hospitalized, the pt was alleged to be administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions associated with contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. The pt passed on (B) (6) 2007.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.